Event description:
The customer reported via phone call that the insulin pump alarmed a false low predictive alert, weak signal alarm, lost sensor alarm, and no delivery alarm. The customer did not know the blood glucose reading. The customer stated that he received false low alerts while he was sleeping. He was advised that the insulin pump was no longer receiving data from the transmitter. The sensor was 3 days old. Upon troubleshooting, he was advised that the lost sensor alarm may have been caused by radio frequency interference and to monitor the sensor. He was advised that the sensor would be replaced. He declined troubleshooting assistance for the sensor reading discrepancy and no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.